Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display. Customer stated that she tried a duracell and energizer lithium battery, but she still has a blank display. Customer's blood glucose level was 17.5 mmol/l. Customer stated that the pump was not exposed to moisture and was not dropped or bumped. Customer does not see any damage or corrosion in the battery compartment. Customer does not have a new battery to test the pump. A new battery cap will be sent to the customer. Customer was advised to revert to a back-up plan in the meantime. If the issue persists after receiving the new battery cap, customer needs to call back to get a loaner pump. No further details given.